Manufacturer narrative:
Unit passed displacement test. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer reported via phone call that the insulin pump had a recurring audio anomaly and hardware low level failure alarm. The customer reported that they called the previous week and the issue was resolved, however, since then the customer received another hardware low level alarm and the device was not making any sound when alarming. During troubleshooting, the customer was able to clear the alarm, complete pump rewind, and fill cannula was recorded in the daily history. The customer¿s blood glucose during the incident was 200 mg/dl. The device will be returned for analysis.